Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was done. Advised the customer to return the broken insulin pump for analysis. No further information provided.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. Insulin pump received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.